Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. An eval code method was added. Product analysis: the suspect valve remains implanted; therefore, cannot be analyzed. In addition, the patient¿s executive summary was not provided for anatomical review. However, procedural images, including two static images, were submitted to medtronic for review. An image showed the valve deployed just prior to the point of no recapture in the left anterior oblique (lao) view. In this view, the valve frame appeared slightly under expanded at an estimated depth of 4mm on the ncc and 0-1mm on the lcc. Depth assessment in the cusp overlap view (cov) was not provided; therefore, depth on the ncc was an estimate. Per medtronic best practices, depth assessment at the ncc is performed in a cov, and if acceptable, the next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify valve depth at the lcc. The valve may be released once these steps are completed. The recommended target depth is 3mm relative to the valve annulus. If the implant depth is =1mm or >5mm, consider recapture. Furthermore, if a valve frame is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. In this case, a recapture was warranted. It was reported shortly after release, the valve dislodged aortic. The dislodgement event was not captured; however, based on the evidence provided, the shallow depth and under expansion of the valve frame most likely contributed to the dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evolutfx+29, during the initial deployment attempts, the valve dislodged and was recaptured twice and repositioned at a lower depth. The valve was implanted at a depth of 4-5 mm on the non-coronary cusp in cusp overlap view; however, after a few seconds, the valve started moving up and dislodged. To address the dislodgement, an evolutfx+34 valve was successfully implanted at a depth of 10-12 mm, resulting in a well-expanded valve. Additional information was received to report a non-medtronic (symedrix innowi) guidewire was used for the case and the starting point of valve deployment was at the bottom of the pigtail catheter. Following dislodgement, the implant depth of the valve was approximately 4mm on the non-coronary cusp and 2mm on the left coronary cusp. It was noted the patient's anatomy included a horizontal aorta, 68%, which was a possible contributor to the dislodgement.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evolutfx+29, during the initial deployment attempts, the valve dislodged and was recaptured twice and repositioned at a lower depth. The valve was implanted at a depth of 4-5 mm on the non-coronary cusp in cusp overlap view; however, after a few seconds, the valve started moving up and dislodged. To address the dislodgement, an evolutfx+34 valve was successfully implanted at a depth of 10-12 mm, resulting in a well-expanded valve.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012470426); product type: 0195-heart valves; implant date: non-implantable device other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012447157); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.